Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued repeated ¿alert 41¿ notifications identified as an insulin shaft rewind error while the user¿s blood glucose levels reportedly remained stable; customer support attempted a manual restart without resolution and arranged a replacement device. Symptoms included no reported adverse physiological effects. Outcomes included continued cgm use with phone or receiver while awaiting replacement and user education on data sync, shutdown, and re-start procedures. Investigation included technical troubleshooting and logistical replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.